Manufacturer narrative:
Corrected information d1, d3, d4 unique identifier (UDI) #, g4 combination product additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem of "downstream occlusion pressure failure during preventative maintenance - just came back from repair," was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor was out of specification. The downstream sensor requires calibration to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump downstream occlusion pressure test failed. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.